Event description:
The CPAP tube that I received and used made me sick I. E., it caused a burning sensation in my sinus passages, a sinus headache and excessive mucus. These symptoms lasted for 24 hours. I washed the tubing twice before I used it with hypo-allergic dish washing liquid. The tube had a chemical odor before I used it and even after. I got rid of most of the odor by washing, it still made me sick. (B)(4).